Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient underwent a lead revision to reposition this ra lead. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient underwent a lead revision to reposition this ra lead. This ra lead remains in service. No additional adverse patient effects were reported. Additional information was received. This ra lead dislodged for the second time. The dislodgement was confirmed with a chest x-ray. Also, this ra lead exhibited a high capture threshold and loss of capture. The patient also experienced weakness. This ra lead was explanted and replaced. No additional adverse patient effects were reported.